Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, g2. Foreign: ca . Analysis of the returned desktop charger found a broken power supply connector and fraying/cut/broken cables. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharger power cord is broken. The patient is able to charge but it takes longer. Diagnostics/troubleshooting were to use it by holding it. Corrective maintenance and repair were needed. The customer communicated written or oral dissatisfaction with the product. A replacement recharger kit was sent to the patient. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report.